Event description:
It was reported that the device's hose has broken off from the drip chamber. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the drip chamber was separated from the 3 way connector; the single port cap was broken. During review of manufacturing process, a sample of 32 units was taken to perform a visual inspection to verify for voids, dents, holes or cracks in the assembly or components and no discrepancies were detected. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: no corrective actions are required due to the fact that the defect was not caused in the manufacturing process. UDI information is unknown.